Manufacturer narrative:
The device is not being returned for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the single use distal cover fell off on the evis exera iii duodenovideoscope, during the procedure. The cap was retrieved. No patient harm was reported. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon may have occurred by user handling such as the following: the cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent, the cover was damaged by being pushed obliquely during attachment to the scope, and/or the cover was insufficiently attached to the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.